Event description:
It was reported that the right ventricular (rv) lead has varying thresholds and varying lead impedance. The lead was found to have short interval counts (sic). The lead is suspect of a possible fracture. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).